Event description:
Anesthesiologist was using one of our disposable laryngoscope handle and blade combinations when it broke. The handle and broken pieces were placed in a biohazard bag. The original package had been discarded; however we included a package from a similar product stocked with the one in question. All the packages in that drawer were of the same lot number, so we can only assume that is the lot this blade originated from as well.